Event description:
During an initial implant procedure, loss of capture was observed on the right ventricular (rv) lead. During the repositioning of the rv lead, it was not possible to remove the lead from the header of the device. During the removal, the rv lead was damaged. The rv lead and device were explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of unable to loosen the ventricular setscrew was confirmed. Analysis revealed the v-setscrew had been overtightened or over-torqued by the users at the time of the implant procedure. This is considered a user related anomaly.